Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd (B)(6 )has been listed and (B)(4) registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ syringe plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: just today it happened again and I do not have someone who could record the application to show them the situation. The thing is that it only gets stuck in 25 and not with less insulin.

Manufacturer narrative:
The following fields have been updated with additional information: site legal name (FDA): (B)(6). B.5. Describe event or problem: the event description has been updated with a new medical device brand name. D.1. Medical device brand name: syringe 0.3ml 31g 6mm 30box mex d.3. Medical device manufacturer: (B)(4). G.1. Manufacturing location: (B)(4). D.2. Medical device catalog #: 326785. D.4. Medical device expiration date: 2024-11-30. D.4. Medical device lot #: 9301520. D.4. Unique identifier (UDI) #: (B)(4). H.4. Device manufacture date: 2020-02-07.

Event description:
It was reported that syringe 0.3ml 31g 6mm 30box mex plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: just today it happened again and I do not have someone who could record the application to show them the situation. The thing is that it only gets stuck in 25 and not with less insulin.

Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bagnla plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: just today it happened again and I do not have someone who could record the application to show them the situation. The thing is that it only gets stuck in 25 and not with less insulin.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that syringe 0.3ml 31ga 6mm halfunit 10bagnla plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: just today it happened again and I do not have someone who could record the application to show them the situation. The thing is that it only gets stuck in 25 and not with less insulin. D.1. Medical device brand name: syringe 0.3ml 31ga 6mm halfunit 10bagnla. D.3. Medical device manufacturer: bd medical - diabetes care (holdrege). D.4. Medical device catalog#: 324913. D.4. Medical device expiration date: 11/30/2024. D.4. Medical device lot#: 9301520. D.4. Unique identifier (UDI) #: (B)(4). D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/27/2020. G.1. Manufacturing location: bd medical - diabetes care (holdrege). H.4. Device manufacture date: 2/13/2020. H.6. Investigation: customer returned (1) 3/10cc, 6mm, 31g syringe in an open poly bag from lot # 9301520. Customer states that it gets stuck at 25 units. The returned syringe was tested and the sample was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 9301520. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications (B)(4) noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for plunger difficult to move due to unknown lot number. See h.10.

Event description:
It was reported that unspecified bd¿ syringe plunger was difficult to move. This was discovered during use. The following information was provided by the initial reporter: just today it happened again and I do not have someone who could record the application to show them the situation. The thing is that it only gets stuck in 25 and not with less insulin.